Event description:
It was reported that reservoir leaked between the o-rings. Father (family member) also stated that he has had trouble with infusion sets not being able to lock onto reservoirs properly.